Event description:
The jade balloon burst upon the third inflation to 6atm during predilation of a lesion in the anterior tibial artery via pedal access. The lesion was extremely calcified. A fragment of the balloon became entrapped in the vessel; an amplatz gooseneck snare was unsuccessful in retrieving the fragment. The patient was sent to the emergency room to see a vascular surgeon. The current status of the patient is stable. The guide wire in use at the time was a cook mandril wire .014. The facility declined to release patient demographics. The balloon was discarded.